Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.device not returned. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4).